Manufacturer narrative:
Initial reporter state: (B)(6). Medical device problem code (B)(4) captures the reportable investigation result of guide catheter detached/separated. The returned flexima plus biliary stent was analyzed and a visual evaluation noted that the push catheter was kinked and damaged in distal section. The guide catheter was stretched. The push catheter suture hole was torn and the suture thread was detached. The guide catheter was detached. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The kink on the push catheter may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy could have contributed on this issue. Once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this took the user to apply an extra force/tension to the device that may have ended stretching and detaching the guide catheter, as consequence it ended damaged the distal tip of the push catheter and the push catheter suture hole was torn, therefore these issues could lead to the failure to deployment stent. Additionally, the suture hole was returned torn and the suture thread was not returned for analysis. Since the suture thread was not returned for analysis and there is evidence of damage in the suture hole, this suggest that the suture thread got detached. For the problem of push catheter damaged will be documented as system damaged. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct performed on (B)(6) 2022. During the procedure, the stent failed to deploy. Another flexima biliary sent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter detached/separated; therefore this event has been deemed an MDR reportable event.